Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3-4. A mitraclip xtw was inserted and deployed on the mitral valve. A mitraclip xt was then inserted and placed on the valve. However, while establishing final arm angle (efaa), it was observed that the clip opened to roughly 30 to 35 degrees. Troubleshooting was performed, but the clip opened again. The clip was then able to be closed, and the clip was deployed. However, after deployment, the clip opened to roughly 30 degrees. It was noted the clip remained stable on the leaflets. No additional clips were implanted. The mr was reduced to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The provided imaging was reviewed by an abbott senior staff clinical r&d engineer. Based on available information, causes for the reported clip failing efaa and clip opening while locked could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The provided imaging was reviewed by an abbott senior staff clinical r&d engineer. The reviewer stated, "three (3) fluoroscopic still images and two (2) fluoro videos were provided. All five fluoro cine were taken post deployment of the second clip (reported device). Per the incident details, the second clip (reported device) was an xt size while the first implanted clip (no reported issue) was an xtw size. As such, the second clip reported for clip opened while locked is the lateral (right) clip in the cine. Both clips appear to have a similar clip arm angle of ~25° - 30°; this is an estimation based on visual assessment with the unaided eye and is not confirmed. The observed post deployment arm angle of ~25° - 30° is near the high end of the typical range of clips implanted per the instructions for use (10° - 30°) and is not indicative of a typical post deployment cowl event. However, no pre-deployment cine of the reported clip was provided; as such, no assessment or comment can be made regarding the pre-deployment state of the clip (clip arm angle prior to dc detachment). In addition, no cine was provided that captures the reported failed efaa and cannot be confirmed. With no pre-deployment cine for comparison, a clip arm angle change during / post deployment cannot be assessed and a potential post deployment cowl cannot be confirmed via cine evaluation. There are no other observations based on the fluoro cine provided.